Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a failure. It appeared the pump was started but stopped delivering drug shortly after the patient left the clinic. Discrepancy between total given on pump and the patient's report. The patient was not harmed in any way. There was a delay in the patient's treatment. It was delayed a few days because they did not realize pump failed. Unclear if there were any alarms in the infusion. Drug being infused was fluorouracil. Continuous infusion rate was 3ml/hour. Reservoir volume was 137.6ml. Given was 0.4ml. Air detector was off. Upstream sensor was on. Length of infusion was 46 hours. They did not use cassettes. The pump was not used to prime the extension tubing. The event occurred during set up at the clinic. This was operated by a health professional. There was no patient harm/adverse event reported.